Event description:
Bard max-core disposable core biopsy instrument did not work correctly which required surgeon to make multiple attempts in order to obtain prostate samples. Added to shared log with bard/bd of ongoing incidents. Manufacturer response for disposable core biopsy instrument, bard max-core disposable core biopsy instrument (per site reporter).